Manufacturer narrative:
The lead has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular lead dislodged. Subsequently, the lead was explanted and replaced. There were no additional adverse patient effects reported.